Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 534 mg/dl and an insulin injection was used to address the high bg level. The customer performed a system check and found no insulin dripping from the tubing or cartridge. The customer will temporarily use insulin injections to manage diabetes.